Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no:unknown batch no: unknown. It was reported via email: nurse practitioner has lpn in the field with hospice patient who has a leak at the insertion site with their pleurx peritoneal device (unknown product numbers) asking how to proceed. Event description per email states: nurse practitioner has lpn in the field with hospice patient who has a leak at the insertion site with their pleurx peritoneal device (unknown product numbers) asking how to proceed. Response: informed the fenestrations must be entirely within the pleural or peritoneal space to avoid leakage into the tunnel tract. If fluid is leaking around the catheter site, apply a clean dressing and immediately contact the physician. Pain, redness, warmth to touch, swelling, fever, or fluid around the site may indicate the catheter is infected. Some discomfort and redness after insertion is expected but should not persist or worsen. If fluid is leaking around the valve, then inspect the catheter for cuts or damage. If necessary, use the blue emergency slide clamp. Immediately contact the physician. Emailed this statement along with IFU per request. Sent case to field assurance.